Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced lost transmitter and product not adhering/sticking. The customer's blood glucose value was under 200 mg/dl. The customer stated that he was having a diabetic episode during his accident. The product was not returned for analysis.

Manufacturer narrative:
The device information provided in the initial report was incorrect. The correct device information has been provided in this report.